Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective\only one was sterile". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: abortion spontaneous, pregnancy with contraceptive device,device ineffective . Amendment: the report was amended for the following reason: this case is marked for deletion as duplicate case is identified with fu information. Case was found to be duplicate of case no: (B)(4). No new follow-up information was received from the reporter.